Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : examination of the returned instrument confirmed the reported observation. The root cause is attributed to misuse. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the surgeon felt like the tip of the broaches was showing signs of fatigue and wanted them to be replaced and checked to make sure they wouldn't break in a case.